Event description:
The pt had two leads with the same lot number. It was reported the pt was hospitalized due to a suspected hematoma occurred some time after the trail leads were removed. The pt had been talking blood thinning medications and is expected to make a full recovery. The pt has moved out of the ara and attempts to reach the pt have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.